Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. The device remains implanted. No further complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Ams miniarc precise single-incision sling system - (B)(4). Ams miniarc pro single incision sling system - (B)(4). Ams miniarc sling system - (B)(4).